Manufacturer narrative:
H10 h2: additional information on b5.

Event description:
It was reported that during hip arthroscopy, a ball of the tip of the super turbovac's electrode was lost in the patient's body. The surgery was completed with another s+n device and a delay greater than 30 min. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2040418 found no non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. As per clinical evaluation, the root cause of the electrodes coming off the turbovac wand cannot be concluded. Hopefully, as stated the electrodes were removed with the suctioning. The electrodes are not intended to be implantable. No verification that the pieces remain in the patient at this point, however if they were retained - future issues cannot be ruled out such as irritation/reaction from migration or micromotion. Customer´s complaint was not confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include: (1) the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force (2) do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device, and/or a cracked spacer leading to patient injury (3) the wand may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged to the tip. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during hip arthroscopy, a ball of the tip of the super turbovac's electrode was lost in the patient's body. It's unknown if there was a delay or how the surgery was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.